Event description:
It was reported by the customer that the nurse walked through the catheter when it was insitu of the pt. Immediately, the hub became loose from the catheter. As a result, a new catheter was implanted. There were no reported consequences to the pt. Add'l info received on 02/26/2010 from arrow (B) (4) stated that the brown lumen became loose after the nurse got caught on the catheter line. The nurse was working around the pt and with a slight touch the central venous catheter (cvc) came out of the hub. The catheter was in the pt. There were no consequences to the pt and the catheter was removed and new one inserted.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.